Event description:
The customer reported that the ortho provue analyzer falsely interpreted a positive antibody screen as negative during validation testing. The sample tested positive (1+) in manual gel testing. The provue test results did not match those obtained in manual gel method, using the same lot of gel cards, preventing erroneous results from being reported. False negative results may result in transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and verified gel card alignment. No adjustments were made and no repairs were made to the analyzer. No definitive root cause was determined. The customer has not logged any similar complaints against this analyzer since this incident.